Event description:
The hcp reported that the pt was experiencing signs of withdrawal including itchiness and increased spasticity. The catheter was kinked at the spinal incision due to scar tissue. The catheter was unkinked and repositioned during surgery. An elbow anchor added to ergometrically align catheter. The pt recovered without sequela.